Event description:
Rep reported that the patient developed a subdural hematoma, as a result, the device was set to the off position, but the patient continued to experience over drainage. It is not clear what action the surgeon took as a result. More information is expected.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Unknown if prod available.